Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts detached and perforated into the organs. The device has been removed after an attempted but unsuccessful removal procedure. It was further reported that the detached filter strut retained in heart and the perforated struts resulted in obstruction and narrowing of ureter. The patient reportedly experienced urinary tract infection, abdominal and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years post filter deployment, on (B)(6) 2016, CT revealed the ivc filter at the level of l3-4 and had migrated caudally causing ureteral obstruction and the patient experienced flank pain. Subsequent CT revealed multiple prongs protruding through the ivc and a note was made of a single tine or 2 filter legs in the right ventricle. They appeared to be embedded in the right ventricular wall. Approximately three years later, patient presented for filter retrieval. Subsequent scout radiograph revealed, there was no hook visualized on the filter. The filter was tried to be explanted using a 4 french micro introducer sheath through right internal jugular vein. The indwelling filter could not be snared due to lack of a hook. The bard retrieval sheath was exchanged for an 18 french 40cm sheath over the bentson wire. The ivc filter was able to be sheathed in the usual fashion collapsing the filter and was eventually taken out. Therefore, the investigation is confirmed for filter migration, perforation, detachment, and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using 4 french micro introducer sheath but could not be snared due to lack of a hook, perforation, migration, and detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013), (patient: 3165), (device: 4001).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts detached and perforated into the organs. The device has been removed after an attempted but unsuccessful removal procedure. It was further reported that the detached filter strut retained in heart and the perforated struts resulted in obstruction and narrowing of ureter. The patient reportedly experienced urinary tract infection, abdominal and chest pain; however, the current status of the patient is unknown.